Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported the prosthesis was damaged. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d3, d4, g4, h4

Event description:
This record is un-reporting due to device not PMA approved.